Event description:
During attempted implant, the guidewire could not be inserted into the left ventricular (lv) lead. A different lv lead was used and the guidewire could not be removed. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-16679.

Manufacturer narrative:
The reported event of failure to remove/advance guidewire was confirmed. As received, a complete lead was returned in one piece with a guidewire stuck/unable to be removed from the inner coil. Visual examination of the lead found the ptfe coating of the guidewire was noted and inner coil was bunched up distal to the connector pin. The cause of the reported event was due to the ptfe coating of the guidewire in the connector region and the damaged inner coil.